Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction occurred. Reportedly, the customer reverted to manual injections for insulin therapy. No additional information was provided and customer declined further follow-up from tandem technical support.